Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. According to a similar complaint, omsc surmised that the reported phenomenon occurred due to the following cause. The forceps elevator wire was broken due to fatigue failure caused by repeated operation of the forceps elevator, and that the forceps elevator wire frayed and raised due to repeated brushing cleaning around the forceps elevator and attachment / detachment of the distal end cover.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and confirmed the breakage of the forceps elevator wire. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was fund that the forceps elevator wire of the subject device was frayed and a part of the wire was cut. Other detailed information was not provided. There was no report of patient injury associated with the event.